Event description:
Reported via clinical study: it was reported that death occurred. A left atrial appendage (laa) closure procedure was performed and a 24 mm watchman flx closure device was implanted with deployed device diameter of 20.6 mm. The patient was discharged the same day on apixaban (10 mg/day) and aspirin (81 mg/day). 629 days post index procedure, the patient died. At the time of death, the patient was on aspirin and apixaban. The cause of death remains unknown, and no further details were made available.